Event description:
It was reported that the pump became hot to the touch while charging with tandem supplies. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.